Event description:
It was reported the patient had developed 2 growths in their spine. The patient had one at t8. The healthcare professional (hcp) then moved the catheter to t12 and the patient developed another growth. The time frame of when the patient developed the growths is unknown. Event thought it provided relief, the patient had to get a scs device due to the growths. The pump was used to deliver morphine. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).